Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was at a parade in the rain and fell. Patient stated they felt the device move and now felt a bump on their skin near where the device was, and experienced pain. Patient mentioned this was the 4th time they had fallen and thought the fall may have been related to the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that on (B)(4) the patient was participating in an church outing, the wind was blowing and the patient was knocked down and they did help to get her up.